Manufacturer narrative:
(B)(4). Additional information: what was the tissue that was damaged? (No answer give). The event indicates that ¿about 1mm tissue pad attached to the uterus¿ was the uterus damaged? Yes, it was slightly damaged. The damaged site was small. How did the damage occur when the tissue pad was removed from the tissue? (No answer give). Was the damage caused by the instrument being used? No information. Was the additional suture taken precautionary or necessary due to the damage? No information. What is the patient¿s current condition? No problem.

Manufacturer narrative:
(B)(4). The device was received with the tissue pad intact, showing normal wear and not detached as reported. The blade was discolored (blue) due to heat generated from contact between the blade and tissue pad but there was no evidence of blade damaged, such as being cracked. The device was connected to a test handpiece and tested on a gen11. The device did activate during functional testing. Possible causes of the blade damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the blade and tissue pad. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: is the detached tissue pad being returned with the device?---no information. Or, was the detached tissue pad discarded?---no information. Additional information requested: what was the tissue that was damaged? The event indicates that ¿about 1mm tissue pad attached to the uterus¿ ¿ was the uterus damaged? How did the damage occur when the tissue pad was removed from the tissue? Was the damage caused by the instrument being used? Was the additional suture taken precautionary or necessary due to the damage? What is the patient¿s current condition? Batch # unk.

Event description:
It was reported that during an open hysterectomy, the tissue pad was damaged and some parts of the tissue pad fell into the patient when incising a thin membrane at the first actuation. The fallen pieces were retrieved. Although an about 1mm tissue pad attached to the uterus, it was removed with a forceps. The tissue which the tissue pad had been removed from was slightly damaged, but the damaged site was small and soon repaired by additional suture. The proximal end of the tissue pad was chipped. No pieces were left inside the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.